Manufacturer narrative:
Additional information received from the customer provided the confirmatory test results. The customer reported that the sample sent to(B)(6) for confirmatory testing generated negative results. Based on the confirmatory testing results, the complaint rate was reassessed. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m124330 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m124330 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m124330 and test base part number 190-430 / lot m124330 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m124330 showed that the complaint rates are (B)(4), respectively. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported the following sequence of testing on a nasopharyngeal (np) swab with the ID now covid-19 assay performed on (B)(6) 2020. The initial test was invalid. A second test using the same sample receiver generated positive results. The positive result was unexpected because the patient previously tested positive in (B)(6); the patient assumed the symptoms were due to allergies. The third repeat test on a new np swab, collected within twenty (20) minutes from the first sample collection, with the ID now covid-19 assay generated negative results. Confirmation testing with a new np swab was sent to (B)(6). Results were not provided. No patient information, including treatment and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as it is unknown which result is correct.